Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97792, lot# n375818, implanted: (B)(6) 2013, product type accessory; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital back in (B)(6) for an infection. The last week of (B)(6) the patient was told he had pneumonia and was given antibiotics, he was sick. The patient took two rounds of those and seemed to get better, but on (B)(6) the patient was admitted to the ICU. The patient was currently ok and other than his lungs the only thing now was his mind, he could not concentrate. The patient didn¿t know how to drink and eat and didn¿t communicate. The patient was in the hospital for bacteria and pneumonia. The patient was in the ICU for several, 10-11, days and got out the day before (B)(6). The patient hadn¿t been charged since. The patient had 1/3 left of battery and would continue to charge. The caller didn¿t know if it was working or not as the patient could not tell her. The patient was confusing coupling bars with the implantable neurostimulator (ins) charge level. The patient had a light stroke and was in the hospital. The patient had been in the hospital since (B)(6) 2014. The patient went home and back to the hospital on (B)(6). The patient was not getting any oral pain medication now and they could tell the patient was in pain by his facial expressions. It was asked if the patient could recharge while hooked up to heart monitor equipment. The patient charged last on (B)(6) and they did not want the stimulation battery to deplete, so would connect the patient to recharge the night of the report. It was later reported that they thought the patient was having trouble with the implant (B)(6) 2014 because the patient had been in intensive care for almost a month and was unable to charge the implant, but had a little charge and went back down. They thought it may have caused stroke like symptoms because the patients mind was about gone. The healthcare provider (hcp) checked everything, heart, brain scan. The hospital visit had to be related to the pain stimulator because the hcp checked everything and it had to be that. The patient could not remember anything and couldn¿t respond when they were asked questions or yes or no questions, which started (B)(6) 2014. On (B)(6) 2014, they thought the patient would get better and the patient was brought back (B)(6) because it hadn¿t gotten any better. The patient was not feeling stimulation and not working efficiently because the patient could not charge for several hours. The patient had to get up and do other things. The patient needed 18-20 hours to charge, and could not lay and charge that long. The right side was not working properly or normally and they were trying to eliminate other stuff. The patient was not getting anything of therapy when the patient was walking. The ins was less than half charged and therapy was on for the recharger. The ins was blinking on the second bar. The coupling bars were all shaded in. There was a problem with the patient programmer. It would not communicate when the antenna was attached. They mashed the plus and minus button but the patient could not say anything and the patient said no, he could not feel anything. They were not able to make adjustments with the antenna attached. They wanted to make sure the device was working. The manufacturer saw the patient and would have more information. It would not work with the antenna. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the manufacturer representative hadn¿t seen the patient while he was hospitalized the last november. The manufacturer representative thoroughly checked the spinal cord stimulator (scs) device. The battery charge, impedance, etc. Were all normal and the device was working properly. The family¿s concern was that the patient was unable to communicate with them so they did not know if the stimulation was working or if it was too high. The cause of the patient¿s inability to communicate had not been determined. The healthcare providers (hcp) were running tests at that time. The family was doing a good job of keeping the device charged. They decided to keep it off until the patient could communicate. They verbalized understanding that the device needed to be charged even if it was not on. The manufacturer representative had not received any further information on the patient condition.